Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the patient was being placed on impella 2.5 for hemodynamic support. It was noted that during access when 13fr dilator was removed from peel away sheath, there was profuse bleeding coming from the diaphragm of the sheath. The 13fr peel away was taken out and replaced with 14fr peel away sheath from the insertion kit. The impella was successfully weaned and explanted.